Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a single low pacing impedance measurement. All other measurements were within normal limits. Attempts to invoke noise were unsuccessful. No intervention is planned and the patient will be monitored. The lead remains in service. No adverse patient effects were reported.